Manufacturer narrative:
Additional information was received indicating that over infusion occurred several times a week to almost daily for 3 months. Approximate start date of infusion issues began on (B)(6)2019. The pediatric patient was receiving total parenteral nutrition (tpn) over 24 hours when over infusion occurred. Blood sugar drops were reported to happen over receiving infusion. The tubing was switched to 0.2 filter. No product will be returned. Updated fields: a2, h6.

Event description:
Information was received indicating that during use of this smiths medical cadd solis vip pump, over-infusion was noticed mainly in taper mode (tpn). It was reported that "patient was possibly injured due to the over infusion". No additional adverse effects were reported.